Event description:
It was reported that there is a small hair-crack in the welding seam of the cot leg. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Leg weldment fissure.